Event description:
After surgery was initiated it was determined that the patient did not have a retroperitoneal bleed, but a splenic rupture. The original diagnosis of a retroperitoneal bleed was made after an ultrasound was performed and the patient being sent to surgery was related to cardiva representative, but no further information was provided post-surgery until 2/25/20. The splenic rupture was not caused by the use of the vascade mvp device and was related to the use of heparin and pre-existing trauma to the spleen.

Manufacturer narrative:
This is not a complaint for the vascade mvp device and the issues and complications are not related to the use of the device.

Manufacturer narrative:
Conclusion: the reported event was not related to device malfunction. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended.

Event description:
The 3 vascade mvp devices were selected for closure and inserted into two 8fr sheath and one 9fr sheath. The discs were deployed, the sheaths were removed, and temporary hemostasis was achieved for all devices. The keys were inserted into the locks/grips and the black sleeves were retracted to expose the collagen. The collagen plugs were stripped off the devices and the devices were removed. Final hemostasis achieved with all 3 devices. In recovery, it was determined that patient had a retroperitoneal bleed, which required surgery to correct. No further information is available.